Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
While attempting to remove the femoral head during a revision, the femoral stem because loose. As a result, the femoral stem was removed and replaced.